Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a recently intubated patient required an emergency bronchoscopy. The bronch would not pass; therefore an attempt to change tube over a bougie was made, but unsuccessful; bougie would not pass. Patient required extubation and reintubation without bougie. Upon visual inspection the blue plastic connector of ett was malformed. No adverse health outcome resulted from this event.